Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Event description:
The patient¿s mother "didn't think the tube was working." The refill interval dose has decreased and the patient¿s tone was not "as good as it was¿ and the healthcare provider replaced the catheter while they were replacing the pump. The catheter was dripping fluid upon disconnection from old pump and replacement of new pump indicating patency of catheter. It was also reported that the patient had increased spasticity in their legs. The patient status at the time of the report was noted as alive, no injury. Per the reporter the patient was discharged home. Additional information from the healthcare provider reported that the cause of the event was baclofen pump, decreased delivering of baclofen with increased spasticity, unable to reduce spasticity. The spasticity was attributed to the pump and catheter. Per the hcp the pump was normal battery depletion, battery had 4 months left. It was unknown if the spasticity was due to the catheter. Per the hcp, possible catheter issue, had swelling at site of insertion at lower left near spine. The location was noted distal spinal segment- possibly. After a number of months swelling resolved but had to increase baclofen rate. Dose adjustments were done without improvement of spasticity. The patient recovered without permanent impairment the pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# n129209003, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.